Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a loss of communication issue between the insulin pump and transmitter. The customer reported an issue with the sensor tape not sticking. The customer reported a bent sensor, and the issues with sensor serter. The customer reported a blood glucose value of 333 mg/dl. The customer had experienced hyperglycemia and was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-7841zn, mmt-342g, mmt-441ag, and mmt-7040a. Troubleshooting was not performed for the high blood glucose. Troubleshooting was performed for the tape not sticking, bent sensor and the non-serialized product being replaced. Troubleshooting was performed for the bent sensor customer reported a bent sensor (not a slight bend/curve). Troubleshooting was performed for the loss of communication, and the customer confirmed the transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. Troubleshooting was performed for the serter, and the sensor did not insert due to an issue with the insertion technique. No further patient complications were reported. No product return is required for mmt-1884, mmt-7841zn, mmt-342g, mmt-441ag, and mmt-7040a.